Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of a large volume intermate. The device was filled with vancomycin 1250mg in 125ml 0.9% sodium chloride and was connected to a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured between september 16, 2019 to september 17, 2019. H10: the device was received for evaluation containing approximately 64ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.